Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the programmer could not retrieve data from the device. During interrogation a message noting ¿egms invalid¿ appears. No intervention was performed. Patient¿s condition was stable.